Manufacturer narrative:
The complaint sample was evaluated and found to be within specs. The mfg investigation determined this lot has been produced in full accordance to our process specs and the final product meets all finished product specs. (B)(4).

Event description:
It was initially reported by the consumer's mother that her daughter experienced an ulcer in her left eye following contact lens use. Add'l info received from the eye care professional via medical records states she was diagnosed with a corneal ulcer 1mm x 1mm central in the left eye and was prescribed an antibiotic 1 drop every hour. Add'l info received from the eye care professional via medical records and is as follows. At the (B)(6) 2011 follow up appointment for (B)(6) noted dense white 0.5mm infiltrate with inflammatory ring 1.5mm. An antibiotic ointment was added at bedtime. The (B)(6) 2011 follow up appointment for (B)(6) noted inflammatory ring cells in stroma, dense <1mm unite infiltrate. The (B)(6) 2011 follow up appointment for (B)(6) noted speckled epi defect, 1mm< central white infiltrate. The (B)(6) 2011 follow up appointment for (B)(6) noted ring of cells in the stroma and 0.5mm infiltrate circular, speckled epi defect, decrease in thickness. On (B)(6) 2011 exam noted decrease in cellular reaction in stroma, decrease in thickness, 0.5mm infiltrate, diagnosis corneal ulcer left eye (os). On (B)(6) 2011 exam noted zero stromal reaction and pin point epi defect in center. Exam on (B)(6) 2011 noted well defined "granular" 0.25mm post infectious scar os. Continue antibiotic drops four times per day for 3 weeks. Return for follow up in 3 weeks. The consumer is continuing with treatment and add'l info will be provided after her follow-up appointments.